Event description:
Caller reported that a malfunction occurred on the pump, causing the screen to become dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to connect the pump to a known working power source, which managed to turn the pump screen back on briefly before it shut down again. Consequently, technical support arranged for a replacement pump and provided necessary instructions on receiving and handling the replacement, as well as returning the problematic pump. Until backup therapy is secured, the caller plans to reach out to their healthcare provider to ensure continuity in insulin delivery.